Event description:
Per the audiologist, the patient was hit at the site of the implant resulting in pain and no sound. The results of an integrity test in 2009 indicate the device was functioning within normal limits and an x ray indicated the device is in proper position. The patient was treated with antibiotics and steroids (type¿s not reported). The patient was injected with numbing injections (type not reported) to build up tolerance to wearing the external device with out pain. Additional information has been requested, but was not available at the time this report was filed october 8, 2009.

Event description:
Technician alleged that the bed had an intermittent bed exit tapeswitch.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
(B) (4)